Event description:
It was reported that the patient was no longer receiving stimulation. The patient programmer displayed low battery message. Follow-up indicated the message was related to the battery passivation. Clearing the message resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.